Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided, the distal end chipped was it is likely due to kind of stress problem and the distal end burnt was due to high-energy instruments (such as high-frequency devices) were used without maintaining sufficient distance from the tip. However, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed during the device inspection that the bronchovideoscope had the distal end cap chipped and the distal end cap burnt. There were no reports of patient involvement.